Event description:
Reporter stated that the customer received the following results on the mobile system compared to a professional meter within 10 minutes: 145 mg/dl (mobile) and 44 mg/dl (professional meter), 340 mg/dl (mobile) and 65 mg/dl (professional meter), 597 mg/dl (mobile) and 85 mg/dl (professional meter) sets of readings were taken at different times. Customer's husband had injected customer with 15 units of lantus after receiving a result of 148 mg/dl 6 hours prior to event. Customer began to have hypoglycemic symptoms at 4:00 am and the emergency doctor arrived at approximately 4:15 am. At the time of the 145 mg/dl result listed above, the customer was having hypoglycemic symptoms. Five minutes after the 145 mg/dl result, the emergency doctor treated customer with a glucose injection. Customer has recovered and is feeling better. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.